Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received not received a low battery alert prior to the replace battery alert. The customer¿s blood glucose level was 104 mg/dl. The customer was assisted with troubleshooting for replace battery alert. The customer was reported that the battery cap was damaged. The insulin pump will not be returned for analysis.